Event description:
During a generator replacement surgery due to battery depletion, high impedance was observed with the old lead and the newly implanted generator. The surgeon indicated that the old generator was upside down and that lead was bunched up in the chest pocket prior to generator replacement. Additional information was received that three diagnostic tests were performed on the day of surgery. The lead pin was removed and reinserted completely prior to each test. During the first test (inside pocket), the impedance was 7647 ohms with output current as 0.75 ma. During the second test with generator inside the pocket, the impedance was 7169 ohms with output current 0.875 ma. During the third test with generator out of pocket, the impedance was 10,000 ohms with output status low and ifi - no. The surgeon also noted that there was fluid within the lead. Attempts were made for the lead product information and for the return of explanted devices but they have not been received to date.